Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime/compromised force sensor system, and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip.(B)(4)

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer stated that he put in a new battery and he still has a button error alarm that he cannot clear. Customer stated that his blood glucose was over 250 mg/dl at the time of the incident. Customer treated manually with humalog and a syringe. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.